Manufacturer narrative:
Evaluation description: a partial lead was returned in two segments for analysis. External insulation abrasion was noted at 13.3-13.5cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at this location. External insulation abrasion was noted at 24.2-24.7cm from the connector pin, consistent with lead friction to the device can. The rv conductors were abraded and separated and etfe coating abraded at this location. External insulation abrasion was noted at 24.7-24.9cm from the connector pin, consistent with lead friction to the suture sleeve. The re conductor, svc conductor, and inner coil were fractured and separated at this location. The abraded and separated conductors and fractured and separated inner coil were consistent with the field observations of fracture, high impedance, undersensing, loss of capture, and noise. (B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented at the emergency room after receiving an alert for high rv lead impedance. The device detected non-sustained vf episodes which appeared to be lead noise. An increase in capture threshold was also noted. The device was programmed off and the patient was scheduled for lead revision. The condition of the patient is stable.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that lead fracture was observed. During lead revision, loss of capture, decrease sensing, and high, out of range, high voltage lead impedance were observed. The lead was successfully explanted and replaced with no complications.